Manufacturer narrative:
"The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be swollen. The bolus button is responsive to user inputs during testing. The ""up/down/contrast"" keypad buttons are intermittently responding to user inputs during testing. When the keypad was removed for further investigation, the ""up/down/contrast"" key contacts are misaligned. The ""contrast"" key contact is inverted. The ""up/down/ok"" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts."

Event description:
The lay-user/patient alleged that the arrow buttons on the keypad is non responsive. The keypad reportedly was intact. The buttons felt soft to press. There was no adverse event associated with this complaint.